Event description:
It was reported that the remote alarm connector broken, which may result in failure to alert the user upon ventilator alarm activation. No patient involvement reported.

Manufacturer narrative:
(B)(6).